Event description:
A lawsuit alleged that the patient suffered injuries and damages. It was further reported that the svc coil impedance had slowly risen from 50 to 102 ohms, and the pacing impedance also went up by 50 ohms. It was further reported that there was high pacing impedance, over 40,000 short v-v intervals which could indicate oversensing, and a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the svc coil impedance had slowly risen from 50 to 102 ohms, and the pacing impedance also went up by 50 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.